Manufacturer narrative:
The hillrom technician found the sling bar bolt broke and the sling bar needed to be replaced. The periodic inspection form for the overhead lifts (3en191001-2), section 9, states the following should be inspected at least annually: universal slingbar. Check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. . Make sure that both latches are mounted and fall back against the body of the sling bar. . Check that the sling bar is correctly fastened. .make sure there are no deformities in the attachment points. A search of the hillrom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician replaced the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the sling bar bolt broke during a patient lift. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).